Event description:
It was reported the patient's scs lead was removed at an unknown date due to alleged breakage. No further information was available at this time as abbott representatives were not made aware of the event.